Event description:
Dealer alleges the lug-nuts went through the aluminum, and the drive wheel allegedly fell off of the right side causing the chair to fall to the side and rested on the motor. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx3, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.